Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: can you please confirm were all pouch components retrieved from the patient? Response: yes. Was there any changes to the post-op patient care? Response: no. Can you please describe were there any patient consequences? Response: no. In the complaint you have mentioned product is discarded and not available for return, can I double confirm if all of the components from the torn pouch devices are discarded and not available for return? Response: yes, all been discarded. Investigation summary: according to the information received, the pouch broke and stone dropped back into abdomen cavity, pouch an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 184a54, and no [non-conformances / manufacturing irregularities] were identified as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during the surgery, the surgeon using the device to insert gall bladder and pulled out. During the pulling out, noticed the pouch broke and stone dropped back into abdomen cavity. No patient consequences reported. No further information is available.